Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified solution. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a hole at an unspecified location of the tubing of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.